Event description:
Home patient (hp) reports switching bag to already spiked heater line of homechoice set during automated peritoneal dialysis treatment. Baxter tech assisted hp in ending treatment early and advised hp to notify rn. No pt injury or medical interventions required per rn.